Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of cloudy effluent and abdominal pain in a patient coincident with dianeal pd4 and extraneal therapy for end stage renal disease (esrd). Pd therapy continued unchanged. On (B)(6) 2012, the patient was hospitalized for cloudy effluent and abdominal pain. On (B)(6) 2012, remedial treatment with vancomycin 1gram every second day, route unknown was initiated for the cloudy effluent. Pd treatment wasn't stopped. The severity of event was classified by the physician as mild. As of the time of this report, the patient remained hospitalized. The root cause according to the reporter is unknown but symptoms could be in connection with administered extraneal solution. The patient had not yet recovered at the time of this report.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Follow-up information was received from the consumer. On an unreported date, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On an unreported date the patient's pd catheter was removed.